Event description:
According to the literature, two patients experienced vaginal cuff dehiscence after closure with suture. In 2019, a 69-year-old woman underwent laparoscopic radical hysterectomy. Suture was used to close the vaginal cuff. One week later the patient was readmitted due to pain and bowels protruding out of vagina. Patient underwent surgery which revealed that the suture had ruptured. The vaginal cuff was closed with a competitor suture and the patient was given antibiotics. The patient then developed an abscess which was diagnosed by computed tomography scan and required additional intravenous antibiotics. The patient was discharged on day 14.

Manufacturer narrative:
D10 concomitant product: unknown vloc product (lot#: unknown) babette jaime moens, antonino buonomo and philippe de sutter. Vaginal cuff dehiscence: two case reports and a review of the literature. Journal of clinical medicine 2023, 12, 4187. Https://doi.org/10.3390/jcm12134187. Pages 1-14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.